Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the patient presented to the hospital after experiencing an episode of syncope. It was noted there were recorded pauses in stimulation following the syncope episode and a slight decreasing impedance trend, however, the clinic clinicians could not record any abnormal functionality of the lead. It was noted the device was reprogrammed to a higher output and the device and the lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital after experiencing an episode of syncope. It was noted there were recorded pauses in stimulation following the syncope episode, however, the clinic clinicians could not record any abnormal functionality of the lead. It was noted the device was reprogrammed to a higher output and the device and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).